Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device disabled the minute ventilation (mv) sensor signal as a result of a mv chop signal artifact monitoring (sam) event. The physician elected to leave the mv sensor disabled and continue with normal follow-ups. This device remains implanted and in-service with no adverse patient effects reported.